Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with a driveline fault alarm. It was noted that they were a severe non-compliant patient and had gone many months without a routine clinic visit. The patient had been applying electrical tape along their driveline for driveline tears. At the patients last visit rescue tape was applied however the patient was not on anticoagulants (ac) and had not had an echocardiogram for a year at that point. It was suspected that the patient may need a full driveline revision due to fully exposed wires past the yellow braided cable. Log files were submitted for review and captured driveline power fault alarms starting on (B)(6) 2024 at 7;43 am until 10:18 am. The system controller and modular cable were replaced with new equipment and the alarms resolved. Related manufacturer reference number: 2916596-2024-04190 (pump). Related manufacturer reference number: 2916596-2024-04191 (system controller).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned modular cable. The reported event of damage to the modular cable was confirmed via analysis of the returned cable. The log files contained approximately 4 days of relevant data combined ((B)(6) 2024 per the timestamp). The log files captured a driveline power fault alarm on (B)(6) 2024 from 09:20:38 to 11:30:44 due to a power a broken fault. The alarm resolved after the driveline was disconnected on (B)(6) 2024 at 11:30:44 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Visual inspection of the returned modular cable revealed multiple tears in the polyurethane jacket approximately 4 inches, 6.5¿, 9¿, and 11¿ from the controller connector, exposing the underlying braided layer. Inspection of the underlying wires revealed that they were all kinked. The outer jacket, controller connector bend relief, and inline connector bend relief were also observed to have a brown discoloration. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to the returned system controller and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Following the electrical testing and operation of the modular cable on the mock circulatory loop, cable¿s protective layers were carefully removed to inspect the underlying wires, and no issues were observed with the insulation of the wires. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the modular cable was not reported with the event. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 4 ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.